Event description:
While visiting a (B)(6) female patient a zoll patient service representative contacted zoll customer support to report battery pack faults. The patient was provided a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (battery faults) was confirmed. As received the battery was unable to power on a monitor. The battery was sent to the supplier for root cause investigation. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.